Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 7lpeg17a, which gave satisfactory performance.

Event description:
The customer reported that she had symptoms of hypoglycemia such as confusion, blurry vision and shakiness. She indicated that she could not think properly. Then, at 2:33 p.m., the customer ran a blood glucose test and obtained a reading of 78 mg/dl on her contour next link 2.4 meter. At the same time, upon repeat testing with her husband's meter, she obtained a reading of 29 mg/dl. She ate pancakes and about 45 minutes later she felt better. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.